Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not return after the first firing on the lung, and the jaws did not open. The manual override lever was used to release the device since the knife reverse switch did not function. The staples were formed as intended. The target tissue was not thick. Another device was used to complete the case. There were no adverse consequences to the patient.